Event description:
Balloon with sn (B)(4) leaked. Patient passed away 4-5 hours after replacing, however, the death is not attributed to product. Patient was already critical when came in. Datasheet reported: pump suddenly began alarming leak in circuit. Blood began to leak back in helium tubing. Catheter removed and immediately replaced under bedside fluoro.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension and pressure tubing was also returned. The inner lumen was observed to be stretched within the membrane. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and one leak was detected on the membrane approximately 1.8cm from the seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does no indicate nay lot specific issues. (B)(4).